Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated out of the fallopian tube"), device expulsion ("hysteroscopic removal of essure coils in uterus") and seizure ("seizures") in a 25-year-old female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diarrhea and headache. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included rash with codeine. Concurrent conditions included vomiting. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping"), flank pain ("left flank pain") and depression ("depression"). The patient was treated with surgery (underwent laparoscopic surgery to remove the essure micro insert) and surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, abdominal pain lower, migraine, flank pain and depression outcome was unknown and the seizure and headache had not resolved. The reporter considered abdominal pain lower, depression, device dislocation, device expulsion, dysmenorrhoea, flank pain, headache, migraine and seizure to be related to essure. The reporter commented: despite having surgery, she continues to suffer from, and receive treatment for, seizures and headaches 5 coils visualized on the right and 8 coils visualized on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: satisfactory placement/occlusion; in 2013: left essure migrated out of fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in medical record: device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated out of the fallopian tube"), device expulsion ("hysteroscopic removal of essure coils in uterus") and seizure ("seizures") in a 25-year-old female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diarrhea and headache. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included rash with codeine. Concurrent conditions included vomiting. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping"), flank pain ("left flank pain") and depression ("depression"). The patient was treated with surgery (underwent laparoscopic surgery to remove the essure micro insert) and surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, abdominal pain lower, migraine, flank pain and depression outcome was unknown and the seizure and headache had not resolved. The reporter considered abdominal pain lower, depression, device dislocation, device expulsion, dysmenorrhoea, flank pain, headache, migraine and seizure to be related to essure. The reporter commented: despite having surgery, she continues to suffer from, and receive treatment for, seizures and headaches 5 coils visualized on the right and 8 coils visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory placement/occlusion; in 2013: left essure migrated out of fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in medical record: device expulsion." Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "depression", lot number, reporter added from pfs. Event "hysteroscopic removal of essure coils in uterus " added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated out of the fallopian tube") and seizure ("seizures") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping"), headache ("headaches"), migraine ("migraines") and flank pain ("left flank pain"). The patient was treated with surgery (underwent laparoscopic surgery to remove the essure micro insert). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower, migraine and flank pain outcome was unknown and the seizure and headache had not resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, flank pain, headache, migraine and seizure to be related to essure. The reporter commented: despite having surgery, she continues to suffer from, and receive treatment for, seizures and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: left essure migrated out of fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.